Event description:
The physician encountered heavy resistance advancing the device through the introducer sheath to advance the coil into the microcatheter. Then the delivery wire broke. There was no contact with the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided the delivery wire broke as the device was advanced against significant resistance through the introducer sheath. The directions for use (dfu) state: target coils are compatible with boston scientific 2-tip marker microcatheters (min. Internal diameter 0.41 mm [0.016 in]): excelsior sl-10, 2-tip marker (internal diameter 0.42 mm [0.0165 in]) microcatheter; tracker excel-14, 2-tip marker (internal diameter 0.43 mm [0.017 in]) microcatheter; excelsior 1018, 2-tip marker (internal diameter 0.48 mm [0.019 in]) microcatheter. The dfu also warns "in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between; the femoral sheath and guiding catheter; the 2-tip microcatheter and guiding catheters, and; the 2-tip microcatheter and boston scientific guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil." As the microcatheter used in this procedure was not per dfu and continuous flush was not maintained a root cause of user/use error will be assigned to this complaint.